Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2,h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope display suddenly went blank mid-procedure. A "b30 communication error" was subsequently displayed. The problem was resolved by cleaning the device connection interface with alcohol and disabling endobrain. The issue occurred during a diagnostic procedure while the device was inside the patient, who was under sedation. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.